Event description:
The first and second ebb faults both occurred on (B)(6) 2024. Exchanging the controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). Data on the reported event date of (B)(6) 2024 was reviewed. The controller event log file captured backup battery fault alarm events that initially became active on (B)(6) 2024 at 0:20:11. The alarm did clear then recured at 0:33:05 and remained thereafter. The alarms did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. The driveline was physically disconnected on (B)(6) 2024 at 9:26:31 and the device was put into sleep mode shortly after. The sequences of events appear consistent with the reported system controller exchange. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The returned backup battery (gy165210) was discharged then fully charged within the returned system controller. A backup battery fault alarm was unable to be reproduced during the evaluation. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Incidental findings: tear on outer jacket of white cable device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a second backup battery (ebb) alarm. Their system controller was exchanged.